Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-05615. On (B)(6) 2014, the pt underwent a trial procedure. During the procedure, the pt experienced cerebrospinal fluid leakage. As a result, the pt was kept in the hospital overnight. On (B)(6) 2014, the pt began to experience a headache and discomfort at the both lead sites. As a result, the leads were removed on (B)(6) 2014. A blood patch was performed on (B)(6) 2014, on (B)(6) 2014, the pt was readmitted to the hospital and another blood patch was performed. The headache the pt had been experiencing resolved the following day. The pt's cerebrospinal fluid was tested and the results came back negative.